Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leakage at septum. On (B)(6) 2024, the nurse performed a closed IV placement on a patient, the indwelling needle was successful, and after withdrawing the needle core, venous blood overflowed from the indwelling needle isolation plug. The overflowed venous blood was adsorbed with a dry cotton swab, the skin within the cannula was disinfected with an iodine-vapor swab, and the cannula was adhered and sealed according to specifications, with good communication and explanation, causing no harm to the patient.

Manufacturer narrative:
1. DHR bhr review lot 4052079. 1this batch of products were assembled at intima ii auto line 4 in april 2024, and packaged at r240 package line in april 2024. Work order quantity was (B)(4). 2review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this batch is taken for relevant functional tests: 800mm simulated clinical leakage test. The test is passed, and no leakage is found at the end of the septum. Please see the attached test report. 4. Possible causes of bleeding at the end of the septum: 1damage to the septum by the raw material or assembly can result in continuous bleeding at the end of the septum. 2. After the needle is punctured into the vein, there is blood at the notch of the needle. In the process of needle removal, although the perforation of the septum is closed, the blood drops in the notch will be brought out with the notch. If there is a lot of inertia in the needle removal process, blood drops will be thrown out. 3. If the patient's arm is tied tight during the puncture, it will cause great pressure in the vein, and blood will come out with the needle when the needle is pulled out, but the subsequent blood leakage will not be sustained. Conclusion(s): no abnormality was found in the process and retained sample. As no defective sample has been received for further inspection, the root cause of the leakage at the end of the septum cannot be determined. The plant will continue to track and trend for this issue.